Event description:
It was reported that the customer was hospitalized with dka. The dr stateed pt had gastroenteritis and possibly a gall bladder disease. Troubleshooting revealed there were no boluses programmed during the last 12 hours prior to the incident. Explained the device was functioning properly and recommended changing the infusion set.